Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and it was noted that the tubing had burst. A pressure test was also performed which failed due to the burst tubing. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system catheter extension set burst when therapy solution was injected through the device. At the time of this event, 100ml of iopamidol was being infused at a rate of 4mm/sec. There was no patient injury or medical intervention associated with this event. No additional information is available.